Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced dizziness/syncope on (B)(6) 2019. The patient felt the need to urinate urgently and got up quickly. The patient fell during a syncopal episode. The fall resulted in a distal right fibula fracture. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on vad support. Stroke, other neurological events, and bleeding are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that patient was inpatient at a rehab hospital and was experiencing continued headaches. CT of the head demonstrated bilateral occipital intraparenchymal hemorrhages in the area of the previous infarts. It also showed a left parieto- occipital bleed of 2.7 x 3.7 x 7.2 cm and right occipital bleed of 1.1 x 2.5 x 1.9 cm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Report of previous ischemic brain injury is reported under MFR # 2916596-2019-02862. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The approximate age of device: 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was readmitted due to neurologic dysfunction. The patient¿s neurological changes were related to intracranial bleeds associated with a previous ischemic brain injury. This was confirmed by head CT. The patient had no other new deficits other than ongoing headache (ha). Medications for ha have been adjusted accordingly. No additional information was provided.